Event description:
The manufacturer received information alleging a ventilator's fio2 was stuck at 40% and would not provide 100%. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's fio2 was stuck at 40% and would not provide 100%. There was no harm or injury reported. The device was returned for the investigation and observed unit has error code 344 in log. Replaced obm, pca, oxygen blender and replace blower motor due to dirt & dust contamination. Device evaluation confirmed device was not providing 100% o2.